Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that there was one large air bubble sitting at the top of her reservoir. The patient's blood glucose at the time of incident was 99 mg/dl. Customer was calling for assistance with purging the air bubble, so troubleshooting was initiated in regards to the issue. The customer was able to purge her air bubbles and she was advised to change the infusion set just to be safe. No products were returned or shipped.